Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the bile duct during a common bile duct stone removal procedure on (B)(6) 2022. During the procedure, it was confirmed via endoscopy that a few millimeters of the corewire tip broke while manipulating the guidewire. The tip part detached in duodenum and remained in the patient body. The procedure was completed with an endoselector guidewire. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the bile duct during a common bile duct stone removal procedure on (B)(6) 2022. During the procedure, it was confirmed via endoscopy that a few millimeters of the corewire tip broke while manipulating the guidewire. The tip part detached in duodenum and remained in the patient body. The procedure was completed with an endoselector guidewire. There were no patient complications reported as a result of this event. Additional information received on 29jun2022: based on the preliminary investigation, the corewire was not broken however its hydrophilic tip was peeled.

Manufacturer narrative:
Block h6 (evaluation conclusion codes): the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Correction: b5, h6 (device codes): h10: the returned jagwire was analyzed. The distal tip of the device was bent. As per inspection under magnification, it showed the distal tip of the device with a missing portion. However, there is no evidence of core wire fracture. Based on the condition of the returned device, engineers determined that the problem observed is possibly due to excess of manipulation against this unit. It is most likely that as part of the device manipulation during procedure an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope causing the damage on the distal end. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the bile duct during a common bile duct stone removal procedure on (B)(6) 2022. During the procedure, it was confirmed via endoscopy that a few millimeters of the corewire tip broke while manipulating the guidewire. The tip part detached in duodenum and remained in the patient body. The procedure was completed with an endoselector guidewire. There were no patient complications reported as a result of this event. The device was returned.